Event description:
As initially reported by a healthcare professional, stating that the consumer presented with severe bilateral eye pain and discharge in both eyes following the use of contact lenses and associated cleaning solution. The consumer was admitted to hospital for inpatient treatment and was under local therapy and analgesia due to strong pain. Bilateral epithelial corneal staining was performed which suggested irritation or chemical injury. Probable diagnosis was provided as mild corneal injury, toxic reaction to contact lens cleaning solution, myopia with astigmatism, corneal disorder, unspecified. The consumer was treated with antibiotic eye drops four times a day in both eyes, lubricating eye drops five times a day and vitamin d & a oil based eye drops. Local eye therapy led to improvement. Corneal status was improved, and pain was relieved. Visual acuity was 0.8 in right eye and 0.5 in left eye, intraocular pressure was nine millimeter of hg in both eyes. Consumer was discharged home on topical therapy. Consumer was instructed to prohibited driving and operating machinery due to ocular condition and medications. Ophthalmology follow-up visit scheduled, sick leave was prescribed and suggested to continued application of prescribed eye medications. The current status of the consumer¿s eye is symptoms improving at the time of report. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.